Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 week after the dental implant was installed in intraoral region #10, it was verified its non- osseointegration. Fourty ncm of primary stability was achieved and immediate load was executed. The patient presented bone type iii.